Event description:
It was reported that during a gastrectomy, this linear cutter didn't fire any staples. The case was carried out and finished by using another device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Duodenum for pylorus resection. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. Did the surgeon really any staples at all or were there only a few ? No staples. If yes, were they unformed , malformed, please describe the shape. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. The surgeon had to force open the jaws to reopen it and release the tissue. What was the patient¿s pre-op diagnosis? Stomach cancer. Please provide the patient¿s sex, age and weight. Information not released. What is the current status of the patient? Patient is in good health. Is there any other additional information you would like to share about this device or procedure? The device did not cut. The analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.